Manufacturer narrative:
At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer, (B)(6), reported an issue with the involving a cts relief kit, item # 9971, lot cn042916. Information received indicates that the cts relief kit was being used on an unknown date during a endoscopic carpel tunnel syndrome treatment. The surgeon reported detachment of blue plastic fragments in the surgical wound during the passage of the optic through the camera holder. It is noted a second kit (same batch number) was then used. It is noted there was no injury to the patient, however the surgeon choose to convert to an open procedure to remove the plastic fragments. Additional clarification has been requested but none received to date. This report is being raised on the basis of injury as the procedure was converted to an open procedure to facilitate removing the fragments.

Manufacturer narrative:
The customer complaint of detachment of blue plastic fragments into the surgical wound during the passage of the optic through the camera holder was not confirmed. A visual examination of returned used devices, item 9971, qty of two (2) could not confirm the reported problem, no damage to the product was observed. The examination was performed per 9971 design print. The manufacturing documents from the device history record (DHR) obtained from the supplier determined that there is no evidence to indicate that there were any deviations in the manufacturing process. Additionally, there were no abnormalities noted that would contribute to the reported issue. A two-year lot history review shows this is the only complaint for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 2 complaints, regarding 3 devices, for this device family and failure mode. During this same time frame (B)(4)devices have been manufactured and shipped worldwide. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Per the IFU, the user is also warned to "carefully review the surgical technique brochure and video before performing this procedure." The IFU also gives specific instructions on using the device, surgical technique and sizes of accessories to use, including size of optics, scope and sheath. This issue will continue to be monitored through the complaint system to assure patient safety.